Manufacturer narrative:
Additional information: d10. A complete 52.0 cm lead was returned. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the atrial lead was explanted and replaced due to oversensing of noise. The patient was stable before, during and after the procedure.